Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the conductive segment f of connector is missing; the tabs and cone of the connector appear in good condition. Probable root cause: based on the product analysis results, the probable root cause of the failure is: undetermined.

Event description:
It was reported at the beginning of a bph procedure at 0 joules of use; fiber connection error message was noted. Surgeon switch to resectoscope to complete the procedure. Patient outcome: "ok" reported. No injury to patient was reported. The fiber was expired at the time of use.